Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an after bolus blood glucose reminder at an inappropriate time. Reportedly, the customer received the message 10 minutes after delivering a bolus. There was no reported impact to the customer's blood glucose level.